Event description:
A potential product issue has been reported internally with our oncor impression plus linear accelerator. In the abundance of caution this issue is being reported. The displayed longitudinal position of the table was 54.8 cm; however, the actual longitudinal position was 41.9 cm. This could have led to a mistreatment, as the rtt had miscalculated by 12.9 cm. Fault appeared twice; however, it is not reproducible. No info was reported that suggests that a serious injury or mistreatment has occurred. The root cause is pending final investigation result.

Manufacturer narrative:
Preliminary risk analysis indicates: severity: 3 (critical). The complaint behavior may potentially result in a mistreatment (dose to wrong location) and thus could cause a serious injury. Probability: preliminary c (remote). There has been no mistreatment or injury reported. However, a mistreatment (dose to wrong location) may occur.